Event description:
A customer contacted stryker to report that their device would not charge using batteries and power connector. In the state, the device would not power on and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker product assessment center further evaluated the part and determined that the cause of the reported issue was due to electrically damaged part, eos, on the power pcb assembly.

Manufacturer narrative:
Stryker evaluated the customer's device and was observed that the device would not power on with ac power only. The device powers on using batteries. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not charge using batteries and power connector. In the state, the device would not power on and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.